Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Findings: pump received with intermittent up button response due to corroded keypad traces. Pump received with minor scratched display window,cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. No moisture damage inside pump noted.

Event description:
Customer reported issues with the insulin pump. Customer states that no buttons are working on the insulin pump. The blood glucose reading is 12 mmol/l. Nothing further reported.